Manufacturer narrative:
Concomitant medical devices:: product ID: 3888-45, lot# v780542, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v780542, implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
The manufacturer representative reported via the patient that the device was over discharged. As a result the device was explanted and the patient was implanted with a new system. The indication for use was for failed back surgery syndrome.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(6)) found no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.